Event description:
Pt reported that they had a severe reaction to the abdominal binder.

Manufacturer narrative:
Describe event or problem: pt reported that they had a severe reaction to the abdominal binder. Deroyal: the bill of material for the components of the product was reviewed and no material changes to the components were identified for the lot number reported. The appropriate level of skin contact biocompatibility on the materials was confirmed. Sensitization, irritation, cytotoxicity, and latex protein concentration testing were successfully completed and passed. Furthermore, the product does not contain natural rubber latex.